Event description:
It was reported that the surgeon was inserting the trial with a mallet and broke off part of the connection end of the trial. The surgeon used the slap hammer to remove the trail. There was no replacement trial used as that was the size spacer used. There was no delay in surgery.

Manufacturer narrative:
Method: device history review and device evaluation. Results: the manufacturing records for the reported lot noted no issues found. Visual inspection of the device confirmed to be broken. Materials analysis results show that "the trial had a fractured collar adjacent to where the handle connects to the trial due to the reported event of using a mallet on the trial. Hardness was found to be within what is specified on the print. Fracture analysis revealed a mixed mode of cleavage and ductile fracture. Eds analysis revealed a custom 455 alloy. There is no manufacturing or materials defects observed on the surfaces analyzed." Conclusion: materials analysis results show that "[...]fracture analysis revealed a mixed mode of cleavage and ductile fracture. Eds analysis revealed a custom 455 alloy. There is no manufacturing or materials defects observed on the surfaces analyzed."

Event description:
It was reported that the surgeon was inserting the trial with a mallet and broke off part of the connection end of the trial. The surgeon used the slap hammer to remove the trail. There was no replacement trial used as that was the size spacer used. There was no delay in surgery.